Event description:
The customer reported that she experienced low blood glucose levels, and passed out. The customer stated that she works at a hospital, and she was treated immediately. The customer did not remember anything else. Troubleshooting was performed, and while reviewing the care link reports, it was noted that the customer delivered a bolus at 5:11 am to treat a blood glucose of 531 mg/dl. Less than an hour later, the customer experienced low blood glucose levels. Advised the customer to test the glucometer to ensure that it was working properly, but she did not have the testing solution. Advised her to contact the manufacturer. Confirmed that the programming was correct on the insulin pump. The insulin pump passed the displacement test. However, the reservoir volume did not match with the amount of insulin in the reservoir. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.